Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for eval. The investigation is currently underway.

Event description:
It was reported that the tip of a recanalization catheter, being used to treat a cto in the posterior tibial artery, detached while the catheter was being removed from the pt and was unable to be retrieved. There was no pt complications reported.